Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was unclear whether the entire device was removed or if the distal portion remained within the tube/retained essure device mostly within the uterine cavity from the right tubal ostia"), device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding (menorrhagia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (vaginal hysterectomy. By surgical removal of coil), surgery (on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013 by surgical removal of coil(s).) And surgery (failed endometrial ablation.). At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and pelvic adhesions outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, dysmenorrhea, pelvic adhesions, and device breakage. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of implant/perforation fallopian tubes'), device breakage ('it was unclear whether the entire device was removed or if the distal portion remained within the tube/retained essure device mostly within the uterine cavity from the right tubal ostia') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia, influenza, bronchitis, endometrial ablation, urination pain, frequency urinary and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013 by surgical removal of vaginal hysterectomy, vaginal hysterectomy by surgical removal of coil and failed endometrial ablation.). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2012 removal date discrepancy noted:(B)(6) 2013, (B)(6) 2012 patient received treatment for pain, bleeding, migration/perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in medical records: device breakage most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event added- abdominal pain. Event verbatim was updated as migration of implant/perforation fallopian tubes and pt was updated to fallopian tube perforation. Reporter information updated. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.